Event description:
Pump reported to issue failure code 533:320:717:0000 during pt use. Failure code will result in an alarm and stop the channels in use. No additional clinical info was able to be obtained. No pt injury was reported.